Manufacturer narrative:
The device was not returned for evaluation. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1: facility name: (B)(6) hospital.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after a cardiac ablation interventional procedure with an 8f sheath. Reportedly, the suture was not attached to the needle when the plunger was retracted. This occurred with three prostyle devices. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.